Event description:
End user states she was using the chair and the front wheels completely wore out. States the rubber came off. End user was going down the street. She was not injured, just stranded there. Was visiting her sister at the time.